Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the lead was explanted and replaced, addressing the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-01920. It was reported the patient experienced ineffective therapy. Lead diagnostics indicated impedances on 14/16 contacts. As a result, surgical intervention may occur to address the issue.